Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the backup battery for the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The battery was returned to the manufacturer for evaluation. Testing found that the text fixture powered on for two seconds after being charged. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would shut down when disconnected from a known operational outlet. Indicating the backup battery was not holding a charge. It was noted that the navigation system was charged overnight when the reported issue occurred. There was no patient present when this issue was identified. No additional information was provided.